Event description:
The complainant reported that the 58-year-old female was placed on impella cp for hemodynamic support. The patient was given albumin intermittently for suction alarms on the cp. Packed red blood cells and platelets were given overnight. However, the patient worsened overnight. Lactate peaked at 110, then down to 78. Continuous renal replacement therapy (crrt) initiated for arf (acute renal failure). Decision was made to withdraw care and the patient expired after 77.43 hours on impella support. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.